Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery (sfa) below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.